Event description:
The pt reported that she woke up with high blood glucose levels and symptoms of hyperglycemia. She took a bolus of insulin by injection and went to her dr. At that point, she removed and replaced her pod and did not report any further issues. They looked at the pod and noted that it appeared that the cannula might have kinked. All three pods are being returned to the MFR for eval.

Manufacturer narrative:
Eval of the returned device did not reveal any mechanical or functional issues. No defects were noted that could have caused or contributed to the reported incident. The run data downloaded from the device indicated that the device had functioned properly. The results of the eval were inconclusive.